Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was non-reproducible noise on the right ventricular (rv) channel of this pacemaker. Pacing inhibition of an unspecified duration resulted. The patient is not pacemaker dependent and no adverse patient effects were reported. The caller also had questions on the minute ventilation feature and opted to program it off. This device remains in service.